Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low sensing. The physician attempted to replace the lead; however, the new lead was unable to be implanted due to patient anatomy, the atrium was scarred, and the smooth tissue prevented the lead to stay. The physician decided to continue using the chronic lead. The patient was in stable condition post-procedure.